Event description:
It was reported that during a watchman procedure (boston scientific, left atrial appendage occlusion device placement) the patient's left atrial appendage was perforated. A pericardiocentesis was performed and the patient was sent to CT surgery. Patient status was unknown by caller at the time of the call. The bwi product in use was a siemens 8fr soundstar eco catheter, and it was disposed of. The customer did not state that the physician believed bwi products were responsible for the patient injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).